Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the rigid video laparoscope evaluation, that the subject device had exhibited distal end of the insertion section has contour sharpness and. The lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. There was no patient involvement.